Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient stated that the sensor wire had detached and it was found inside the applicator. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).